Event description:
A customer reported to baxter corporate product surveillance a clearlink y-type blood set in which a no flow was observed. According to the report, the clearlink y-type blood set was attached to a patient during open heart surgery to administer fresh frozen plasma (ffp). After about one unit of ffp was administered to the patient, the nurse pressed the hand pump to administer more fluids to the patient. It was observed by the nurse that the ball upstream of the hand pump became wedged into the tubing by the force of the air from the pumping motion. This cause a no flow to occur. The y-type blood set was changed out for a new set, and infusion continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.